Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident, treated with bolus with the insulin pump. Customer declined troubleshooting for the high blood glucose. Customer called because they were unable to get the meter to send the blood glucose. The device will not be returned for analysis.